Manufacturer narrative:
The patient samples were returned for investigation. The deviation of results were within expected limits. Calibration and qc performed as expected. A general product problem can be excluded. A customer specific reference range may be necessary for this patient group. Product labeling states: ¿each laboratory should investigate the transferability of the expected values to its own patient population and if necessary determine its own reference ranges.¿ the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. Na.

Event description:
The initial reporter received questionable elecsys ft3 iii results for 75 patient samples and questionable elecsys ft3 iii and elecsys ft4 iii assay results for 2 patient samples on a cobas e 801 module compared to the siemens centaur method. Two module serial numbers were provided (B)(4). It is unknown which analyzer produced the initial or repeated results. This medwatch covers the ft3 iii patient results. Refer to medwatch with a1 patient identifier (B)(4) for information regarding ft4 iii results. Refer to highlighted sections in attachment "pt51300.pdf" for patient results. The roche results were reported outside of the laboratory.